Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the results of a lumbar puncture test on (B)(6) 2019 were a bilateral disc edema and suspecting intracranial pressure. The patient was on medication and was standing by for an evaluation of a stent in order to drain the fluid (csf behind the eye and brain). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that two months after implant the patient started having headaches and swollen optic discs. The reason for getting the device/therapy was for herniated discs. The neurosurgeon who placed the system thinks the headaches and swelling of the optic discs are not related to the placement of the system, however, an ophthalmologist that saw the patient thought the presence of the leads could have caused a change in the pressure in the patient's spinal fluid system. The doctor reporting this was working with the patient on the swollen optic disc issue and was considering doing a lumbar puncture next. No device issues were reported. No further complications were reported or anticipated.